Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient's catheter tubing came disconnected from the cassette tubing while sleeping. The patient woke up to a soaked mattress. The patient is insistent that the connection was tight and believes that it is because of the new cassette, as she did not have problems with disconnecting with the old cassette. Upon follow up, the pdrn also confirmed that the catheter tubing disconnected from the cycler set tubing during a drain phase of treatment on (B)(6) 2025. An unknown alarm occurred prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not contact anyone at the time of the event and attempted to use a bleach solution to decontaminate the connection and tubing then reconnected to complete treatment. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient's catheter tubing came disconnected from the cassette tubing while sleeping. The patient woke up to a soaked mattress. The patient is insistent that the connection was tight and believes that it is because of the new cassette, as she did not have problems with disconnecting with the old cassette. Upon follow up, the pdrn also confirmed that the catheter tubing disconnected from the cycler set tubing during a drain phase of treatment on (B)(6) 2025. An unknown alarm occurred prior to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not contact anyone at the time of the event and attempted to use a bleach solution to decontaminate the connection and tubing then reconnected to complete treatment. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.